Event description:
The customer called for help with his contour meter. While troubleshooting, he performed control tests and rec'd a result of 240 mg/dl. The normal control range was 103-142 mg/dl. No adverse events were alleged. The test strips were returned for eval. Replacement test strips were sent to the customer.